Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Two photos were provided to our quality team for investigation. One photo shows a portion of the top web with the variable data including applicable product information and the other photo shows one loose syringe with an unknown pink needle attached has multiple black dots on the barrel tip consistent with ink dots. The condition observed is non-conforming per product specification. Potential root cause for the ink dots defect is associated with the marking process. Furthermore, a device history record review was completed for provided lot number 4340711. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4340711 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials: 302995, batch#: 4340711. It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: rcc received a complaint via email. Writing to report a product complaint regarding bd 10 ml syringe luer-lok tip embout bd luer-lok. When drawing up medication, black particles were seen in the syringe. The medication was not administered therefore no patient harm occurred. Photos included. Lot number: 4340711, expiration date: 2029-11-30, date of incident: on (B)(6) 2024.